Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error during night. It was stated that the customer cleared the alarm and bolused. Then, the customer was hospitalized for high blood glucose and ketones. It was stated that the customer is a teenager and he was at the school at time of call. Troubleshooting could not be performed. The mother stated that she does not know what exactly happened. No further info was provided.